Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
The patient was inappropriately treated 3 times by the lifevest. The patient was reportedly conscious at the time of the event. Motion artifact contributed to the false detections. The response buttons were pressed earlier in the detection sequence but not immediately prior to shock delivery. The response buttons functioned appropriately. The patient was in a grocery store at the time of the event. No injury was reported from the treatment. The patient did not seek medical attention. The patient continued to use the lifevest. No deficiencies were alleged against the device.

Manufacturer narrative:
During investigation of the belt for an unrelated issue, a reportable malfunction was found. The belt was unable to complete essential performance testing. Correction: electrode belt was removed from service due to contamination. Root cause: the root cause for the contamination was ingress of an unknown liquid. Corrective action: there is no CAPA initiated at this time as the severity does not warrant an immediate CAPA (damage/malfunction did not cause or contribute to a death or serious injury). The need for a CAPA based on the occurrence of this failure mode is assessed during the monthly data analysis per 90c0010. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. Will release electrode belt. Closing complaint. The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
During investigation of the belt for an unrelated issue, a reportable malfunction was found. The belt was unable to complete essential performance testing. The patient was inappropriately treated 3 times by the lifevest. The patient was reportedly conscious at the time of the event. Motion artifact contributed to the false detections. The response buttons were pressed earlier in the detection sequence but not immediately prior to shock delivery. The response buttons functioned appropriately. The patient was in a grocery store at the time of the event. No injury was reported from the treatment. The patient did not seek medical attention. The patient continued to use the lifevest. No deficiencies were alleged against the device.